Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 of a fast fix 360 were deployed simultaneously trough the meniscus. T1 and t2 were left secured inside the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference:

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris in the needle. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.